Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the when priming cannot get to fill cannula part and when customer tries to press act or back it did nothing not until the reservoir was empty. The customer¿s blood glucose was 238 mg/dl at the time of incident. The customer also reported that they did not receive second series of beeps nor did numbers appear on the screen. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but prime/fill anomaly during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test or verify audio/vibrate anomaly due to protruded drive support disk noted.